Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the case. The customer did not provide a date when this was discovered and there was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm that the alarm had no power. The unit powers up when using new batteries. Unit was tested a total of three times at five minute intervals and unit powered up each time. The case is chipped on the bottom right corner, the door is chipped and the battery springs are bent. The battery door does not securely close due to the damage but no intermittency was observed. Unit passes all functional tests. Note: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Take care when installing new batteries. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Take care not to damage battery contacts. (B)(4).